Manufacturer narrative:
Device passed the self test and displacement test. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer¿s current blood glucose level was 313 mg/dl. The customer was treated with bolus. The customer did not report symptoms as a result of high blood glucose level. Troubleshooting was declined by the customer for high blood glucose. The insulin pump will not be returned for analysis.